Event description:
The patient was treated for barrett's esophagus late 2005. Two weeks after the treatment the patient developed dysphagia and was admitted in the hospital. An endoscopic evaluation was performed that revealed a soft stricture. The patient was dilated without any difficulty. This event is transient in nature, treatable and not life threatiening to the patient. No device malfunction was reported for this device.

Event description:
This is a follow up report to the report 2952366-2006-00005: additional information obtained on 3-21-2006 regarding a pt that had a stricture formation. The pt had a history of hgd and was lasered with nd: yag laser previously, which may predispose to stricture formation. The pt was successfully dilated, and is currently without stricture.